Event description:
Consumer reported complaint for error message (e-2). At the time of the call the customer reported feeling dizziness and weakness; medical attention was not needed at the time. During the call, a blood test was not performed by the customer and produced e-2 error using true metrix meter. Customer stated she stores the test strips in her purse which she takes with her out of the home; customer stated the test strips are not exposed. The test strip lot manufacturer¿s expiration date is 09/28/2023 and open vial date is 2 months ago.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness and weakness. Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-mar-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.